Event description:
It was reported that customer pump had excessive scratches on screen that made display difficult to read. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions or outcomes were reported.